Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that the locking mechanisms did not engage properly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows physician holding the power port and partial view of implanted catheter. Cath lock was noted to be on catheter tube portion. However, complete view was note provided and issue cannot be verified without physical sample. The investigation is inconclusive for the reported loose or intermittent connection issue as exact circumstances of the reported event cannot be verified without physical sample. The definitive root cause could not be determined, based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that the locking mechanisms did not engage properly. The procedure was completed using another device. There was no reported patient injury.